Event description:
Loop broke during procedure, unable to determine if piece was washed out with tissue during irrigation.====================== health professional's impression======================during procedure the loop broke with a piece left behind. It is believed that the piece was washed out during irrigation but it cannot be 100% determined.